Event description:
During the device evaluation, the duodenovideoscope exhibited a white foreign material inside air/water tube and air/water cylinder, foreign material remains in the forceps elevator, and foreign material inside the light guide lens likely caused by humidity. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of foreign matter in the air/water cylinder, air/water channel, and forceps elevator was confirmed, however, the foreign material in the device was unable to be further specified. It was confirmed that the user facility does not use simethicone. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. These events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection; IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The suggested phenomenon of "foreign material inside the lg [light guide] lens was presumed to have been due to physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. This event is detectable by handling the device in accordance with the following IFU: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.